Manufacturer narrative:
A piece of the outflow graft material was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the outflow graft was preclotted with cryo and thrombin for more than 8 minutes. Visual inspection by the hospital staff, surgeon, and manufacturer's representative confirmed sufficient pre-clotting. Immediately after anastamosis, deairing, and engagement of the bend relief, bleeding was noted at what appeared to be the bend relief connector. The bend relief was carefully disengaged. A small hole was noted in the graft and hole was closed with suture. Patient coagulopathy was confirmed in addition to oozing of the graft. The manufacturer suggested possible application of felt, reinforcing with additional graft material, and replacement of the graft. The graft dried, evicel and fibrin spray was applied. Attempts were made to tamponade, and factor 7 was given. The bleeding slowed, flow was reestablished but was tenuous, and wound-vac was placed. There were periods of hypotension, a "low flow" alarm occurred and inotropes were ongoing. Coagulopathy improved; however, the patient remains critical with multiple comorbid conditions. A piece of the graft material was collected and returned to the manufacturer for evaluation.